Event description:
Stent on deployment remained attached to the delivery system by a thin strand/fibre from the delivery system. Stent was pulled out of the pt and a new stent was safely deployed, however pt was scratched by percutaneous removal of stent.

Manufacturer narrative:
Since the returned device was destroyed, it is impossible to proceed actual eval. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. There is no patient's info, and since it is difficult to reconstruct at that time in the lab and limited info, it is hard to find out exact root cause for this complaint. And the complaints will continue to be monitored for same case. This report is a retrospective report due to a FDA foreign inspection warning letter. The suspected device is not registered to us FDA and it has not been shipped into the us. (B)(6).